Event description:
Literature: smith cc, lin jl, shokat m, dosanjh ss, casthely d. A report of paraparesis following spinal cord stimulator trial, implantation and revision. Pain physician. Jul 2010;13(4):357-363. Summary: the incidence of spinal cord injury after (B)(4) trial, implantation and revision is unk. Four pts are presented who were admitted to an acute spinal cord rehabilitation hospital over a 4-month period. All 4 pts presented with paraparesis after spinal cord stimulator trial or implantation. Event: following successful implantation (leads at t8-9 level), the pt developed (3 days post-op) worsening numbness and weakness in her legs with progressive inability to move her left lower extremity and some voluntary movement in the right lower extremity. Neurological examination at that time reportedly revealed 2/5 strength throughout her bilateral lower extremities. The spinal cord stimulator was removed and the pt underwent an MRI scan. The pt was placed on IV steroids. A 2-stage surgical procedure was performed: stage 1 was a left sided thoracotomy with discectomies performed at t6-7, 7-8, and 8-9 with fusion; stage 2 was a decompression laminectomy from at t7-9 with posterior instrumentation and fusion from t6 through t10. Post-op there were no add'l complications but pt experienced severe pain (treated with oral meds). Pt had physical and occupational therapy; she was transferred to acute inpatient rehabilitation 12 days after surgery. After a 33 day stay, a wheelchair and rolling walker was needed for ambulation; maximal assistance for stair climbing and continued outpatient physical and occupational therapy upon discharge. Her discharge (B)(6) exam was consistent with a t11 asia c spinal cord injury. See MFR report# 3007566237201007635.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no add'l info was available, add'l info has been requested.